Event description:
Same case as MFR report #: 2134265-2012-04215. Same patient as MFR report #: 2134265-2012-04010, 2134265-2012-04256. It was reported that during a stenting treatment procedure, a vessel dissection, continued thrombus and cardiogenic shock occurred. The patient presented with a myocardial infarction. Using the right femoral approach, the lcx artery was immediately crossed with a choice pt guide wire and a 3.0x20mm apex balloon. Flow was reestablished. However, thrombus continued to reaccumulate after the initial balloon angiography. At this point the physician "presumed there may be some dissection". The patient was in cardiogenic shock and complaining of severe pain. Next, a 2.5x12mm promus stent was deployed at 12 atms in the ostium of the om3/1 branch over a choice pt wire with a second wire being placed down the main circumflex artery. Then the lcx was redilated and a 2.75x38mm unspecified taxus stent was deployed at 12 atms distally and 16 atms proximally. There was mild haziness that continued to persist. The om branch was rewired and "kissing 2.5 apex balloons were used to dilate the ostium of the om1 branch, as well as the lcx artery to 12 atms". A 2.5mm unspecified balloon was then advanced down into the om4 branch and angioplasty was performed. There was mild haziness proximally, so finally a 3.0x12mm promus stent was deployed at 18 atms in the proximal lcx artery to complete the procedure. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).